Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. A strut on row 1 from the proximal edge is misaligned. A visual and microscopic examination also identified kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is reportable based on the analysis completed on (B)(6), 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. Access was obtained via the radial artery. The eccentric, de novo, 30mm in length and 2.75mm in diameter, 90% stenosed target lesion being treated was located in the non-calcified and moderately tortuous right coronary artery. Pre-dilation with a 2.50mm balloon catheter was performed leaving 75% residual stenosis. A 2.75x24mm promus element sds was advanced and was unable to cross the lesion due to significant resistance. The promus element sds was removed and the procedure was completed with bypass surgery. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.